Manufacturer narrative:
The investigation for the reported limb ischemia and ventricular fibrillation issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The root cause of the limb ischemia issue was patient condition related to diseased/ small vessels. As noted in the impella IFU: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported that the staff noticed that the right leg color was pale, pulses could not be found with doppler and skin was mottled. Pulses did not improve with weaning of pressors and volume. The patient was then brought back to cath where left femoral artery (lfa) to right femoral artery (rfa) reperfusion sheath was inserted. Flow was restored, color improved and doppler pulses to right foot. The patient had an episode of atrial fibrillation (afib) with rapid ventricular rate (rvr). The physician was unable to reposition shallower as the catheter would jump out of the lv. The pump was explanted.